Event description:
The manufacturer has been informed that a ds2adv auto CPAP w/humid+ht cell/bt device; patient has passed away. The patient's daughter called in regarding a notification instructing them to return an affected device. She stated that the patient had passed away and expressed her desire to return the device. The daughter requested that a shipping label be sent to her email address, which was documented. While no assertions have been made about the device causing the patient's death, further details are necessary. A report will be submitted to all relevant agencies, and if more information becomes available, a follow-up report will be filed. The third-party service center visually inspected and evaluated the device during the device

Manufacturer narrative:
The manufacturer received information alleging a patient with a ds2adv auto CPAP w/humid+ht cell/bt device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.